Manufacturer narrative:
The device evaluation has been completed. The device was inspected and the distal tip was observed partially detached. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed. The root cause of the damage on the catheter tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling/manipulation of the device during shipment since the damage was not reported by the customer, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a partial catheter tip detachment. It was initially reported by the customer that during the radiofrequency cardiac ablation procedure, the thermocool® smart touch¿ electrophysiology catheter could not deflect to the specification. A second catheter was used to complete the procedure. There were no patient consequences. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the distal tip of the catheter is partially detached. On (B)(6) 2019, a second visual inspection confirmed the peek housing detached exposing internal metals. The customer¿s reported deflection issue has been assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the issue of the partially detached tip and exposure to internal components has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2019.

Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received additional information confirming the damage was not observed during the procedure and it is possible that the damage was inflicted during post-procedural handling and shipment. Based on this new information, the complaint has been reassessed as not MDR reportable. However, since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. Manufacturer's ref #pc-000471030.